Event description:
It was reported that during service and repair pre-testing, it was discovered that the attachment device was heating up, making unusual noises and had vibration when running. It was further observed that the bearing sleeve and cap nut were turn and the device showed signs of corrosion. The event was not related to surgery. There was no patient involvement. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The device was returned for service, however did not meet manufacturing specifications during pre-repair assessment. (B)(4) engineering evaluated the device and the reported condition was confirmed. It was determined that foreign fibrous material was left behind by a cleaning instrument, which caused the locking mechanism to malfunction. The assignable root cause was determined to be due to improper cleaning, which was a failure to follow directions for use. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.